Manufacturer narrative:
Device is used for treatment. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Event description:
Synthes (B)(6) reports the device is working intermittently. No additional information was provided. This report is 1 of 1 for complaint (B)(4).